Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
A duplicate report has been submitted(1627487-2015-26021) in error. All follow up will be reported under 1627487-2015-26020. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient reports the ipg is unable to communicate with the charging system. The patient reports she stopped recharging her ipg several years ago. The patient was sent a new (model 3726) charging system which did not resolve the issue. Surgical intervention is pending to address this issue. Exact date of event is unknown: (B)(6) 2012.